Event description:
The customer stated that the liquid waste container from the architect i1000sr analyzer was removed to be emptied. The customer states that when the container was placed on the counter, a liquid mist sprayed out from either the vent hole or the waste tubing connection on the top of the container and onto the customer's chin. The customer stated that there was no skin irritation. The customer was wearing a lab coat and gloves and protective eyewear. The customer reported the incident to employee health. Blood was drawn for hiv and hepatitis testing. No medical treatment was given. No injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The complaint text indicates "aerosolized fluid or mist" was released for a couple of seconds onto the customer's chin just after the full liquid waste bottle assembly from architect (B)(4) was set on the counter. The customer indicated they were unsure if the "aerosolized fluid or mist" was released from the vent hole or from the tubing connection of the waste bottle assembly. The customer was wearing personal protective equipment (ppe) of lab coat, gloves, and protective eyewear at the time of the incident. The liquid waste bottle assembly was not available for return, as the product could pose a risk to carrier or recipient. A review of service history was performed for architect (B)(4), and no additional service or complaint tickets related the liquid waste bottle assembly (list #06l05-01) were identified. A search for similar complaints for the liquid waste bottle assembly was conducted, and no additional complaints were found. No adverse trends for tickets with replacements of the liquid waste bottle assembly were identified. The architect system operations manual provides adequate information regarding specifications, instructions, hazards, lifting hazards, and chemical hazards for the liquid waste on the architect i1000sr instrument. Based on the results of the investigation, not enough information was available to reasonably suggest a malfunction of the liquid waste bottle assembly. No deficiency of the liquid waste bottle assembly or architect i1000sr instrument was determined.